Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check , the cs300 intra-aortic balloon pump (iabp) displayed maintenance required code #5 alarm. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) calibrated the helium cylinder transducer and found that the calibration value was not saved in the system. The fse suspected the main board was defective and needed to check the unit with a working board. The fse replaced the main board and the maintenance required code #5 was resolved. During a second testing the fse found that the machine was not detecting a ECG and intermittently giving a ftfc # 117 alarm. The fse suspected it was the front end circuit board and needed to check the unit with a working board. The fse replaced the front end pcb and the fault was rectified. The unit was tested and handed over in good working condition.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).